Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the device became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified lateral arteriovenous fistula (ltavf). A 165cm transend was selected for use. During the procedure, the physician attempted to deliver the device to the lesion. However, the tip of the device got stuck at the severely calcified lesion and resistance was encountered. The device was removed from the sheath and was noted to be severely kinked. The physician attempted to reshape the device but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.